Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Due to the low readings on the adc device the customer discontinued their insulin use for 5 days. After the 5 days, the customer experienced symptoms described as "very thirsty", loss of appetite, and was tired. The customer called emergency services who took the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a glucose reading of 60.7 mmol/l on an hcp meter and administered an IV-drip with insulin (dose/type unspecified), potassium, electrolytes, and glucose intravenously for treatment. In addition, the customer reports that after being hospitalized they were insulin-resistant for a few weeks and experienced "big issues" with their vision and were "very tired". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Due to the low readings on the adc device the customer discontinued their insulin use for 5 days. After the 5 days, the customer experienced symptoms described as "very thirsty", loss of appetite, and was tired. The customer called emergency services who took the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a glucose reading of 60.7 mmol/l on an hcp meter and administered an IV-drip with insulin (dose/type unspecified), potassium, electrolytes, and glucose intravenously for treatment. In addition, the customer reports that after being hospitalized they were insulin-resistant for a few weeks and experienced "big issues" with their vision and were "very tired". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "some time in (B)(6)". All pertinent information available to abbott diabetes care has been submitted.